Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 363 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and a six inch air bubble was observed in the tubing. Customer successfully primed the tubing until the air bubble was removed.